Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 4.00x24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during stent placement, it was noted that the hypotube broke about 60mm from the distal end. No patient complications were reported.